Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Our fse (field service engineer) was on-site to investigate the issue further and found out that the air gas module was defective and required replacement. The unit was tested once the replacement was done and it passed all functional and safety tests and was returned for clinical use. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.